Event description:
The customer stated that while dextrose was infusing on a picu pt, "the microbore tubing actually broke the port in the primary tubing, causing blood to back up in the tubing". Info from the sales consultant suggests that the plastic piece inside the male luer of alaris minibore extension set (either 30190 or 30194) broke off inside the smartsite valve on the pump tubing. There was no report of pt harm or medical intervention. No further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and an eval is pending. A f/u report will be submitted with the results of the eval once it has been completed.